Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. The analyst commented that the false elective replacement indicator (eri) triggered on (B)(6) 2014 due to measurement system lock-up. Reset of the device by the programmer with updated software cleared the false eri and lock-up condition.

Event description:
It was reported that the patient had a computerized tomography (CT) scan the same day the device reset. The patient felt "tired" and reported to the hospital. The device was reprogrammed and showed no abnormal data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.